Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting cartridge. The customer's blood glucose (bg) level was 160 mg/dl. Reportedly, the customer reloaded the cartridge to resolve the issue.